Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of the mega needle driver instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while suturing. The failure was related to the yaw and pitch movement of the instrument. There was one cable protruding at the distal end of the instrument. No fragments fell into the patient's anatomy. The instrument was inspected prior to the start of the procedure and no damage was observed.